Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obatin the informaiton from the customer.

Event description:
During an ICD exchange the surgeon activated the plasmablade device and reported a spark on the tissue causing a stain on one of the ICD leads. The surgeon wiped off the stain and reported no tissue damage or impact to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.